Event description:
Customer reported that their blood glucose reading was 400 mg/dl. Customer stated that the cannula was damaged. Customer stated that they bolused to correct the blood glucose readings however they did not drop significantly. Customer stated that then treated with a manual injections and their blood glucose readings did decrease. Customer reported receiving a no delivery alarm on the insulin pump. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.